Manufacturer narrative:
A supplemental MDR is being submitted due to the return of the device. Sections: d9, g3, g6, h2, h3, h6 have been updated.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by edwards lifesciences field clinical specialist, regarding implantation of a 29mm sapien 3 ultra resilia valve in the aortic position. During insertion of the 29mm commander delivery system into the 16f esheath plus, the 29mm sapien 3 ultra resilia valve was stuck in the white portion of the sheath. The delivery system, valve and sheath were pulled out as one unit without issues. The valve was perforated through the white portion of the sheath. A second 29mm sapien 3 ultra resila valve, 29mm commander delivery system, and 14f esheath plus were used successfully. No reports of patient injury.

Manufacturer narrative:
The device was returned for evaluation. The returned devices were visually examined, and the following was observed: sheath shaft curvature possibly due to packaging. Liner lifted starting at distal strain relief for approximately 1 inch. Strain relief tear approximately 0.6 inch from comnut. Crimped thv stuck within strain relief approximately 2 inch from comnut. Secondary strain relief puncture approximately 2.6 inch from comnut. Liner stretching starting at distal strain relief for approximately 6 inches. Remaining liner unexpanded and distal tip unopened. Liner tear aligns with strain relief puncture location. Additional liner stretching revealed under strain relief and crimped valve/liner puncture section. Post procedural device imagery was provided and reviewed, confirming the complaint event. The provided post procedural device related photos were reviewed, and the following was observed: strain relief is torn proximal to the sheath hub. Possible sheath puncture in the strain relief region. Exact location of puncture to be determined upon evaluation of the returned product. Distal strain relief is wrinkled/folded. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The sheath does not expand, resistance between system sheath punctured, and strain relief damage were confirmed based on returned product evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Although mild calcification and tortuosity were reported, without 3mensio imagery the potential contribution of patient factors in the complaint event could not be assessed. Tortuous and calcified patient anatomy can create sub optimal angles that lead to non coaxial alignment between the delivery system with crimped valve and the sheath inner lumen, increasing restriction and resistance during advancement. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in strain relief damage or punctures. Forceful device maneuvers can damage the strain relief in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non coaxial advancement trajectories (rendered through anatomical complexities, and/or device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief particularly when interacting with crimped valve struts. Additionally, evaluation of the returned device confirmed the presence of liner stretching beginning underneath the strain relief and propagating through the mid shaft of the expandable region. This stretching is consistent with high push forces applied during non coaxial advancement. According to the manufacturing acceptance criteria, liner stretching or incomplete seam opening in the proximal and middle regions of the sheath shaft is acceptable, provided the distal 2 inch segment fully expands and the push force of tested units meets specification. Based on the state of the returned device (strain relief/liner tear or puncture), functional testing could not be performed, and the impact of the observed liner stretching on device performance remains undetermined. Based on the investigation, the events can be attributed to procedural factors (device manipulation, non coaxial advancement, sheath punctured) and/or manufacturing process variability related to sheath liner expansion. This issue is not considered a product non conformance. Edwards will continue to monitor complaint trends monthly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.